Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer had followed the prompts when loading the cartridge. A new cartridge was loaded resolving the alarm. Blood glucose level was 400 mg/dl at its highest. Reportedly, the customer continued to use the pump for insulin therapy and had alternate therapy available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.